Event description:
During percutaneous coronary intervetion (pci), the balloon burst below rated burst pressure. Another balloon was used to post-dilate the stent.

Manufacturer narrative:
Percutaneous coronary intervention (pci) was being performed on a 90% de novo lesion in the proximal left anterior descending artery (lad) of unk length and diameter. The concentric lesion was also slightly calcified. The vessel was pre-dilated before a 3.0x18mm cypher stent was delivered to the target lesion. While inflating the stent delivery system (sds) between 14 to 16 atmospheres (atm), the balloon ruptured suddenly. Therefore, the sds was removed from the pt and a different balloon was used instead for post-dilation. The procedure was completed and there was no pt injury. The product will be returned for analysis. The physician commented that intravascular ultrasound (ivus) was conducted and calcification with sharp edged was not observed. In addition, the balloon during pre-dilatation did not rupture. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Add'l info has been requested and will be submitted within 30 days upon receipt.